Event description:
Philips received a complaint by the customer on the v60 indicating that the top portion of the display screen became unresponsive. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device. No medical intervention provided to the patient nor a delay was noted. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. The investigation is ongoing.

Manufacturer narrative:
The authorized service personnel (asp) confirmed the issue. A touch position was confirmed to be out of alignment. After touch calibration was performed, the issue was not resolved. The touchscreen was replaced, and the reported issue was resolved. No further issue was observed. The software was confirmed to be version 2.30. Overall checks, cleaning, test runs, and a functional test were performed. The investigation concludes that no further action is required at this time. This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00337. All information from the original report(s) has been transferred to this report.

Manufacturer narrative:
The replaced touchscreen was returned to the philips product investigation lab (pil) for evaluation. The pil technician verified the customer allegation. The touchscreen flex circuit failed the required resistance testing. The high out of specification resistance results were determined to be the reason for the touchscreen misalignment issue. The investigation concludes that no further action is required at this time.